Event description:
Pt was undergoing cardiac angioplasty using a guidant indeflator kit that had been reprocessed. When the reprocessed kit was being used on this pt, the rubber seal on the guidewire introducer tool (a/k/a touhy needle) was loose at the point where the guidewire goes in; this caused it to leak and take in air. There appears to have been no adverse pt outcome. Communication by reporting facility with reprocessor has identified when reprocessing co reprocessed the indeflator kit (kit lot3516719) they recycled the indeflator and replaced the guidewire introducer tool) a/k/a touhy needle) and torque device with new devices. The new guidewire introducer tool placed in the kit was manufactured by merit medical.